Event description:
It was reported the lead was capped and replaced due to high threshold and increased impedance. No lead anomalies were noted on fluoroscopy. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.